Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with a detachment on the hypo-tube. Kinks were evident on the hypo-tube pr oximal to the detachment site. The hypo-tube material was oval and jagged on the detachment site. The detached section of hypo-tube did not return for analysis. Deformation was evident to the transition shaft and entry port. The balloon was inflated on device return. The proximal balloon bond/inflation lumen was necked. It was not possible to perform negative prep or inflation/deflation testing due to the condition of the detachment on the hypo-tube and necked proximal balloon bond/inflation lumen. The device was returned loaded on a guidewire. It was not possible to remove the guidewire due to the guidewire being necked onto the proximal balloon bond/inflation lumen. No other damage evident to the remainder of the device. Additional information: it was later reported that there was no inflation difficulties, the balloon was inflated with no issues noted. It was also reported that a hypo-tube detachment occurred. The detachment occurred when the balloon would not deflate and had to be removed. The device was kinked and re-straightened during use. The balloon and detached portion were removed from the patient by pulling it out very hard while inflated. It is believed that the nc euphora did cause or contribute to the dissection. There were no issues noted with the onyx frontier stent. Initial reporter's name updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora balloon to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon inflation difficulties occurred during inflation. It was also reported that the balloon was inflated to a nominal pressure of 12 atms but then afterwards the balloon would not deflate. No patient injury was reported.

Manufacturer narrative:
Additional information: the lesion being treated was a non tortuous, calcified lesion with 90% stenosis in the proximal left anterior descending artery (lad). It was not difficult to remove the protective sheath or packaging stylette. The device was being used to pre-dilate the lesion. A concentration of 50/50 contrast/saline was used. An inflation pressure of 12 atm was applied when it was determined that there were difficulties. The deflation difficulties were noted after the first inflation. The balloon failed to deflate after 20 seconds of inflation. The device was not moved or repositioned while inflated. The balloon was removed from the patient by pulling it out while inflated. Difficulty was experienced removing the balloon as it was still inflated. A dissection was noted at the area of inflation after pulling the balloon out which was then stented by an onyx frontier stent. The same inflation device was successfully used with other devices and was able to deploy the second onyx frontier used to treat the dissection at 14 atm. No further patient injury was reported. The patient is stable. Patient age, weight, gender, sex provided. Initial reporter phone number updated. Section b1: adv evnt/prod prob h1. Type of reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.